Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and found to have no failures. The unit was installed into the test system and running video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. The technician could not replicate the reported issue. In addition, the pmsc was left idle/test with other units for over 100 hours. No problem found. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the generic power distributor (gpd) and personality module surgeon console (pmsc) due to errors 86 and node not present. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the distributor clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) from off-site on behalf of the customer and reported that the system encountered a non-recoverable fault after startup. The surgery had not started yet, but the csr was not sure if the patient was under anesthesia. The system first displayed error code 252 and after a restart errors 86 and 281 were displayed. The isi tse checked the logs and verified the presence of the reported errors, pointing at a voltage issue in the surgeon side console (ssc). The isi tse asked the csr if they had tried power cycling the system and the csr stated they had. The isi tse requested the csr to power down the system and to switch off the ac power supply to the ssc with the breaker switch and the csr stated that this action was also already done. The isi tse explained to the csr that the system was not usable in its current state and the field service engineer (fse) needed to visit to resolve the issue. The csr acknowledged this information. The procedure was converted to open surgery. Isi followed up with the distributor and obtained the following additional information: the customer confirmed that the patient tolerated the change. There were no post-operative complications, and the operation was done as an open surgery.